Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 18 june 2020: lot 1902246: (B)(4) items manufactured and released on 03-jun-2019. Expiration date: 2024-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: cup: mpact 01.32.148dh acetabular shell ø48 two-holes lot. (K132879). Batch review performed by medacta regulatory affairs department on 18 june 2020: lot 1901374: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c lot. 186963 (k103721). Batch review performed by medacta regulatory affairs department on 18 june 2020: lot 186963: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 1901938 (k112115). Batch review performed by medacta regulatory affairs department on 18 june 2020: lot 1901938: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 8 months after the primary surgery, the pathogen is unknown. The surgeon revised all implants and implanted an antibiotic spacer.